Manufacturer narrative:
Correct lot number and device manufacturer date provided.

Event description:
A medtronic representative received a report that, while in a spine procedure, a spine clamp screw became stripped. No further details regarding the damage, or how it occurred, were provided. There was no impact on patient outcome reported.

Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date is unavailable. RMA issued. Replacement open spine clamp shipped to site (B)(4) 2014. Medtronic investigation of returned suspect open spine clamp finds that there is damage to one area of the adjustment screw threads, about a third of the way along the travel, not allowing any further movement. There is also debris in the threads, but this does not hinder movement of the clamp face. Physical damage - damaged hardware - directly caused event. Reported issue was replicated.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.